Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No initial visual abnormalities were noted from the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 40 autoclave cycles for the adapter. The eeprom was uploaded and indicated 31 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was unable to be depressed. The center rod orientation was checked and was found to be assembled properly. The adapter was disassembled and the articulation housing was advanced distally. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The handle powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating less than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led (light-emitting diode) immediately started flashing as intended, indicating that the software recognized the presence of a reload. However, the green firing status light on the right side relative to the switch block did not illuminate. This condition was unable to be replicated during engineering evaluation. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. Engineering then disassembled the handle for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the solid blue lights and advanced articulation housing the reported condition was confirmed. A product enhancement has been initiated to prevent this condition from recurring. The articulation nut of the adapter was found to be out of position, causing the reload detect switch to be falsely activated when a reload was not attached. This can be caused by an intermittent connection to the drive motor traces during adapter calibration. Similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: occurred prior to a laparoscopic assisted distal gastrectomy procedure. When testing the product, there was a blue light on the body of the handle so the surgeon could not use it. The device was not used on a patient. No reinforcement material was used in conjunction with the stapling device.